Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Incomplete. D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. The complaint device was received and evaluated. Upon visual inspection, it could be observed that the anchor was attached to the inserter, it was removed to verify its entire condition, foreign matter was found in the anchor, the inserter and the suture, presumably biological matter, the anchor also shows friction marks. The suture as well as the handle and the shaft do not show structural anomalies. The suture card was not returned. A manufacturing record evaluation was performed for the finished device lot number: 114l233, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to a procedural variables, such handling of the device or product interaction during procedure; the anchor could have been inserted incompletely and consequently the anchor was pulled out still attached in the inserter, however, this cannot be conclusively determined. As per IFU: incomplete insertion or poor bone quality may result in anchor pullout. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in china that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the anchor would not detach from the shaft of the 4.5mm healix peek anchor w/orthocord device. During in-house engineering evaluation, it was determined that biological matter was found in the anchor, the inserter and the suture; and the anchor showed friction marks. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.